Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient complaint of symptoms including: gross hematuria, urinary tract infection, dysuria, increased urination, frequency, urgency, urge incontinence, low back pain, dyspareunia, vaginal pressure and/or pain, outlet obstruction, stress incontinence, incomplete bladder emptying, nocturia, urinary retention, wound breakdown, and infection post revision surgery.

Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient alleged injury.